Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) moved the physical location of the instrument to rule out interference and performance improved. The root cause for this event is unknown.

Event description:
The customer reported erroneous platelet (plt) results were generated from two coulter ac-t diff 2 analyzers for multiple patients. Beckman coulter inc. Assessment of customer supplied patient data indicated the generation of erroneous elevated and low plt results for five patients, without instrument generated flags, which were generated from a single coulter ac-t diff 2 analyzer (with serial number (B)(4)) when compared against repeat results from a reference laboratory. The plt result generated from a second coulter ac-t diff 2 analyzer was provided for one patient however, correlated to the reference laboratory's results and hence was regarded as correct. The initial, erroneous plt results were not released from the laboratory. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Controls recovered within expected ranges both before and after the event. The samples were collected in ethylenediamine tetra-acetic acid (edta) vacutainer tubes drawn in the morning, stored at room temperature, and analyzed within two hours from draw. Some of the samples were venous samples and some were drawn via port.